Manufacturer narrative:
A ge service rep performed an on site investigation. The generator printer circuit boards and connectors to the backplane and motor relay circuit boards were reseated. The power supplies were checked for proper voltage outputs. The hard drive was replaced and the calibration files were reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's fluoroscopy button was stuck in the on position momentarily. No report of pt or staff injury.